Manufacturer narrative:
Film evaluation summary: the exact cause of the positioning difficulties and right iliac artery perforation could not be conclusively determined from the pre-implant 3d recon report provided. Films at implant were not provided. The pre-implant 3d recon report confirmed that both iliac arteries were heavily calcified. It is possible that advancing the delivery systems in a heavily calcified iliac artery may have contributed to the events.

Event description:
An endurant iis stent graft system was attempted to be implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. Both iliac vessels were heavily calcified. It was reported that during the index procedure it was difficult to advance the delivery system through the right and left iliac arteries. Multiple attempts were made by the physician but the delivery system was unable to be advanced to the target location. An angiogram then revealed that there was a perforation of the right iliac artery. The physician elected to control the bleeding with a reliant balloon and then implanted an endurant limb in the right iliac artery. The procedure was completed with the event resolved. Per the physician, the cause of the event was due to the patient anatomy of heavily calcified iliac arteries. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.